Event description:
It was reported that the patient's right ventricular (rv) lead caused cardiac perforation following implantation, resulting in failure to capture and poor sensing. As a result, the rv lead was capped and successfully replaced on (B)(6) 2025. The patient remained stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.